Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were returned for evaluation. Product testing was performed and defect found on returned test strips - high blood results. No defect found on returned meter. Retention testing was performed using test strips from the same lot. Retention strip lot tested within specifications. Root cause: rc-072: vial left open for an extended period of time. Note: manufacturer contacted customer in several follow-up calls to ensure the replacement products resolved the initial concern - unable to establish contact with customer at this time.

Event description:
Consumer reported complaint for low blood glucose test results. The customer is concerned with test results from results obtained of 110, 83, 90, 121 and 93 mg/dl. Customer is also comparing results to another device; meter to meter comparison results were not provided. The customer¿s expected am fasting blood glucose test result is 140 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call, a back-to-back blood test was not performed by the customer. The product is stored according to specification in the hall closet. The test strip lot manufacturer¿s expiration date is 06/30/2025 and open vial date is one month. The meter memory was reviewed for previous test result history: result 1 : 110 mg/dl date: (B)(6), time: 6:10am fasting, result 2 : 83 mg/dl date: (B)(6) ,time: 5:41am fasting, result 3 : 90 mg/dl date: (B)(6) ,time: 5:45am fasting, result 4 : 121 mg/dl date: (B)(6) ,time: 6:11am fasting, result 5 : 93 mg/dl date: (B)(6), time: 6:01am fasting.